Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2022, and confirmed that this device was not previously returned for servicing and there were no production failures which correlates, to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not connecting, went into auto critical override and the health sight viewer was failed. The technical support specialist (tss) verified the services and confirmed all were up and running. Tss then verified the care fusion coordination engine in remote support service and identified errors in rss logs and deployed the interface service utility. Tss also dialed into the server, ran server downtime query and restarted the services. After re-running the site down query, tss confirmed the disconnected flag, and monitored the available for processing values until they returned to zero. Once the queue cleared, tss contacted the customer to confirm whether transactions or patients or orders were crossing. Customer confirmed that the data was crossing and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not connecting and it went into auto critical override, health sight viewer was not working. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.